Manufacturer narrative:
Reason for reoperation: "suspected/actual rupture/deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of ptosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation, ptosis" and "drains". This record is for the right side. Device was explanted and replaced.